Event description:
A malfunction alarm with code malf 0 was reported, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as backup insulin therapy.